Event description:
Physician reported that customer was hospitalized due to hypoglycemia. Advised physician to have customer call back to document and find out what had caused her hypoglycemia situation. No additional details were provided.